Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d4, g1, g2, h6.

Event description:
Patient reported right side events of chronic cough, persistent tiredness and pain. Healthcare professional later reported rupture and capsular contracture diagnosed by ultrasound, several years of health issues: dizziness, nausea, physical weakness, chronic fatigue, pain and swelling of breast. Patient representative additionally reported pain of breast, sensitivity to pressure, restricted (patient's) freedom of movement, activities that require the use of her arms - such as cleaning, sports or lifting and carrying objects - were only possible to a limited extent or not at all, swelling of breast, deformity, rupture, and silicone migration. Patient representative also reported dizziness, nausea, physical weakness, chronic fatigue, muscle weakness, constant tiredness and fatigue, bii symptoms, difficulty concentrating, joint pain, and shortness of breath which are not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chronic cough with mucosal problems". Explant date is in the future. Device remains implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported events of chronic cough, persistent tiredness and pain. Right side. Update: physician later reported rupture and capsular contracture diagnosed by ultrasound, several years of health issues: dizziness, nausea, physical weakness, chronic fatigue, pain and swelling of breast. The device remains implanted.